Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
It was reported that a patient passed away due to heart disease, coronary artery disease, and ischemic cardiomyopathy. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. It is unknown if the ICD or rv lead caused or contributed to the patient death. No further information was received.